Manufacturer narrative:
Patient outcome code: death.

Event description:
It was reported to philips that, on (B)(6) 2022, the user tried to shock a patient in manual mode with the heartstart xl using external paddles. The device did not shock. The patient died. There was no memory card present in the heartstart xl. There were no ECG tracings available. However, the system log showed that an error code 00001 occurred on (B)(6) 2022. Additional details have been requested.

Event description:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-03707.

Manufacturer narrative:
This complaint has been deemed a duplicate of (B)(4) already reported on MDR number 3030677-2022-03707.